Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Unit was received with moisture damaged on motor assembly, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads and cracked case at corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that there was water leaking into the pump. The customer's blood glucose was unknown at the time of incident. There were no cracks on the pump. The insulin pump was returned for analysis.